Event description:
Diagnostic lap - "mr (B)(6) was using the balloon port, and when trying to deflate the balloon with the syringe the balloon remained inflated. He tried to deflate it 3 times with no success. He needed to extend the incision before being able to pull the balloon port out still fully inflated. The packaging and lot number were not kept, so unfortunately the lot number is not available."

Manufacturer narrative:
Investigation summary: the event unit and a non-applied medical syringe were returned for evaluation. Upon inspection engineering found no visible damage to the balloon or cannula. The balloon was inflated and deflated without incident. The unit functioned properly and met design specifications. The root cause could not be determined as engineering was unable to replicate the incident. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Prior to deflation the customer should verify that the syringe is properly engaged with the balloon inflation port. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.